Event description:
It was reported that this right ventricular (rv) lead exhibited an intermittent undersensing of the r-waves on the rv channel. In addition, a gradual decrease in amplitude was noticed post implant, causing inappropriate pacing. In addition, a decrease in the pacing impedance measurements were observed. Sensitivity adjustments and further testing of the lead was recommended by technical services (ts); however, a chest x-ray was performed, and a lead dislodgement was suspected. Subsequently, a lead revision was performed. This rv lead was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information was received, this right ventricular (rv) lead was returned to boston scientific, however, further analysis has not been yet performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found typical surgery-related damage; however, this is not considered to be an anomaly. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. This report is being submitted to correct the product status update in b5, description of the event, the device was explanted. Correction: b5: product status update, lead was surgically abandoned, therefore is not expected to be returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited an intermittent undersensing of the r-waves on the rv channel. In addition, a gradual decrease in amplitude was noticed post implant, causing inappropriate pacing. In addition, a decrease in the pacing impedance measurements were observed. Sensitivity adjustments and further testing of the lead was recommended by technical services (ts); however, a chest x-ray was performed, and a lead dislodgement was suspected. Subsequently, a lead revision was performed. This rv lead was explanted and successfully replaced. No additional patient adverse effects were reported. This rv lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Correction: b5: product status update, lead was surgically abandoned, therefore is not expected to be returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited an intermittent undersensing of the r-waves on the rv channel. In addition, a gradual decrease in amplitude was noticed post implant, causing inappropriate pacing. In addition, a decrease in the pacing impedance measurements were observed. Sensitivity adjustments and further testing of the lead was recommended by technical services (ts); however, a chest x-ray was performed, and a lead dislodgement was suspected. Subsequently, a lead revision was performed. This rv lead was surgically abandoned and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an intermittent undersensing of the r-waves on the rv channel. In addition, a gradual decrease in amplitude was noticed post implant, causing inappropriate pacing. In addition, a decrease in the pacing impedance measurements were observed. Sensitivity adjustments and further testing of the lead was recommended by technical services (ts); however, a chest x-ray was performed, and a lead dislodgement was suspected. Subsequently, a lead revision was performed. This rv lead was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information was received, this right ventricular (rv) lead was returned to boston scientific, however, further analysis has not been yet performed.

Manufacturer narrative:
This report is being submitted to correct the product status update in b5, description of the event, the device was explanted. Correction: b5: product status update, lead was surgically abandoned, therefore is not expected to be returned.